Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue was able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery with moderate calcification, a 2.75x28 rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the patient's anatomy. The sds was withdrawn from the patient anatomy and a 2.75x23 rx xience xpedition sds was advanced and some resistance was felt; however, the sds successfully crossed the lesion. An attempt was made to inflate the balloon of the sds to deploy the stent, however, the balloon only partially inflated. Reportedly, the balloon could not inflate completely and there was no stent deployment, the stent remained completely undeployed. It is unknown at what atmospheres the balloon was inflated to. There was no leak or balloon rupture suspected. The 2.75x23 rx xience xpedition sds was withdrawn from the patient anatomy without issue and a 2.75x15 rx xience xpedition sds was advanced and successfully implanted to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.